Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer treated elevated blood glucose (value not provided) and customer woke up with blood glucose in the 40s mg/dl. Treatment was not reported. Customer also reported programming error and repeat prompts, touchscreen powering down in the middle of active programming falsely leading customer to believe entries were received, and elevated blood glucose alarm after performing the load sequence. No additional information was provided and no follow up was required by the customer.